Event description:
This report is being filed to update the conclusion code after further review of the data available as the device was not returned.

Event description:
It was reported, that the pacemaker and right ventricular (rv) lead. Exhibited high out of range pacing impedance measurements of greater than 3000 ohms. Along with oversensing of noise, that led to pacing inhibition. A lead fracture was suspected, but not confirmed via x-ray or fluoroscopy. Subsequently, a revision procedure was performed. Upon pocket opening, the physician did not visualize a fracture. The lead was surgically abandoned. And successfully replaced. The pacemaker remained in service. And no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific. And as a result, laboratory analysis could not be conducted. The associated investigation determined, that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the pacemaker and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms along with oversensing of noise that led to pacing inhibition. A lead fracture was suspected but not confirmed via x-ray or fluoroscopy. Subsequently a revision procedure was performed. Upon pocket opening the physician did not visualize a fracture. The lead was surgically abandoned and successfully replaced. The pacemaker remained in service and no additional adverse patient effects were reported.